Manufacturer narrative:
Possible use errors: overfilling the cartridge bag causing a pressure leak. Per tandem's t:slim user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin." Pump serial numbers: (B)(4). Cartridge lot numbers: m168535, m192812.

Event description:
Quarterly summary report for alleged altitude alarms: it was reported that an altitude alarm occurred within labeled altitude range. The alarm was ultimately cleared or user reverted to an alternate method of insulin therapy to address the issue. There was no adverse impact to the user.